Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were no audible alarms. A philips clinical specialist (cs) stated there was an upgrade today and they later realized there was no audio coming out of the system. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.